Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a hemicolectomy, a small sound was heard from the handle and the firing stopped after advancing 1.5cm. The device could be released from the tissue. Another idrive was opened to complete the procedure. The tissue of intestinal tract was confirmed to be thin. Operating time extended less than 30 minutes. There was additional tissue resection. There was tissue damage. There was no bleeding over 500cc's. Nothing fell into the patient cavity. No reinforcement material was used.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one idrive ultra powered handle 1 and one endo gia adapter standard both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned devices. The reported condition for this incident was that during a hemicolectomy procedure the device partially fired. No visual abnormalities were noted for the handle or adapter. The eeprom was uploaded and indicated 10 autoclave cycles for the handle and 19 autoclave cycles for the adapter. Engineering evaluated the returned handle and adapter. Engineering disassembled the adapter to evaluate the unit for any component or assembly issues. The unit was found to be correctly assembled and no damage to the internal components was noted. Engineering then reassembled the adapter with the transmission component of a known good unit and the cover tube and firing screw assembly of the returned unit to isolate which system was causing the low firing force. When the combinations were challenged the system was able to fire above 100 lbs. Engineering then reassembled the returned adapter in its original configuration and again the device fired above 100 lbs. The adapter was then tested with an increasing pad analysis. The adapter successfully fired over double indicated test media while fully articulated left. The root cause of the low firing force could not be reliably determined as engineering was unable to replicate the failure. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the low firing force experienced during pmv evaluation and the reported condition was confirmed. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. No enhancements or improvements were generated for the reported condition.